Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Fields were updated based on the receipt of the device for evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Inventory was checked and there were none in stock. Investigation is on-going.

Event description:
The sales associate reported 5 units were received of the reference 1200-2601 altius mini helical flange plug in halves; still in packages. No surgery was involved.

Manufacturer narrative:
The returned devices were visually examined and confirmed to have been cut in half. During a review of the manufacturing process, it was found that inspection samples were inadvertently packaged instead of being discarded and removed from potential use as per documented instruction. An investigation is being performed per an internal nonconformance report.